Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage; dents, bending, and scratches on the outer tube (including a dent on the edge); a crack on the connector; stains under the cover; and it displayed no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is likely that the fiber breakage, dents, bending, and scratches on the outer tube (including a dent on the edge), the cracked connector, and the absence of image display were due to component failure. However, the cause of the stains observed under the cover could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.